Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was in the hospital with peritonitis. Upon follow up, the pdrn stated the patient was hospitalized on (B)(6) 2023 with symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture obtained which has grown gram negative bacilli (organism not provided). The patient is being treated in the hospital with unknown antibiotic therapy. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient is recovering but remains in the hospital at this time. The pdrn stated the patient did not have any fluid leaks or any issue with fresenius products in relation to this event. The pdrn suspected the patient may have broken aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.